Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The device was subsequently explanted and replaced successfully. The device is expected to be returned for analysis. Outside of the surgical procedure, no adverse patient effects were reported.